Event description:
Light fell at pivot support junction of the extension arm while biomed was pulling wire harnesses out from the transformer.

Manufacturer narrative:
Unit was manufactured during period of 1992 through 2000 and was part of the recall initiated by manufacturer. End-user was unaware of recall and had not been contacted by distributor. In some cases, the distributor had not contacted the end-user, regarding the recall and MFR was not granted access to distributor client list. End-user requested and received new extension arms for lights located at their facility. Unit was undergoing maintenance at the time and no injuries occurred.